Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum resection by laparotomy, the surgeon was sectioning the lower bowel and the device would not reopen. Also, the device did not cut or staple. The procedure was completed with another device and the staple line was moved distally. There was no patient consequence.